Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0875w, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was in church about a week ago, "and then it stopped fluttering all the sudden". Also at this time the patient's symptoms returned. No falls or trauma were noted, and the patient's battery was ok according to the programmer. It was noted that the patient: "cranked it way up to over 4 or 5 and there is nothing". The patient tried to call her doctor but he was not in the office. The patient was wondering if we "ever see these fail". The patient didn't have the programmer with her. Status lights meaning. The patient noted it goes up and down and on and off and lights up and the battery is ok". If additional information is received, a follow up report will be sent.